Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular fibrillation and presented to the emergency room. Upon interrogation, the pulse generator exhibited undersensing which resulted in capture during pvc event. The device was reprogrammed for the undersensing issue. The patient remained in critical condition unrelated to the device.